Event description:
Primary stability achieved, no osseointegration. Patient smokes. Biomechanical overload, immediate implantation, pain, increased sensitivity, bleeding, inflammation, mobility. At time of surgery local infection/subacute chronic osteitis. Same patient as mm 2018_1160 and mm 2018_1161.